Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Weight unknown / not provided.

Event description:
It was reported by the doctor that the xifnt413 drive feature was damaged.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection. The collar of the implant shows significant signs of tool damaged, and the drive feature is confirmed to be damaged. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant was unable to be placed, as the drive feature was damaged. The alleged event was confirmed during inspection. A root cause for this complaint could not be determined.